Manufacturer narrative:
Initial.

Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) failed to pair with the ilet, resulting in no glucose readings despite sensor restarts and app toggling settings; the issue aligned with an intermittent communication failure potentially involving the antenna component. No adverse clinical symptoms reported. Outcomes included no health impact or need for medical intervention. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the dexcom g7 sensor system and the ilet, consistent with an intermittent communication failure associated with the electrical and magnetic antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.